Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and bubbles were found. It was reported by the caller that the vizigo sheath would not flush without bubbles in it. The sheath was replaced and the issue was resolved. The case was continued. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).